Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that tubing came off from three infusion sets as they disconnected from their site. Infusion tubing detached from the set at quick release. The site was at abdomen, hip or thigh area and the pump was worn between the breasts. The infusions were in use for approximately one or two days. The issue occurred when the patient woke up and was getting dressed. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.